Event description:
Additional information received indicated that patient's hcp (healthcare professional) had not seen her since (B)(6) 2012. It was also reported that the patient had an x-ray done that showed further degeneration of her discs. The patient was also told that her arthritis in her shoulders and neck was getting worse. It was stated that she had overstimulation at night when lying in bed. The patient had been using her programmer to adjust stimulation up and down but, if she went higher, the sensation was too strong for her. It was stated that she had been frustrated with the device not helping.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell in (B)(6) 2012. It was noted the health care professional did not see anything wrong on the x-ray except further deterioration of the intervertebral discs. It was noted the patient had always felt pain and tenderness between their shoulder blades. The pain/tenderness got worse about one month prior. It was noted one of the patient¿s incisions was in between their shoulder blades. Ever since implant the patient¿s back gets very dry but it was noted it was not inflamed. The health care professional recommended physical therapy for the problem. It was noted the pain ¿runs around¿ the patient¿s entire back and worsens when reaching. The patient noted they also get shocked by the stimulator ¿every now and then ever since implant.¿ follow up from the health care provider reported the cause of the event was unknown. It was unknown if the events was due to the stimulator or the leads. No further information was reported.

Event description:
Additional information reported that the shocking ¿was not painful, it just startles you.¿ it was noted that it was difficult to lean back in a chair due to the incision. It was reported that the patient felt as if "something is poking me" in between her shoulder blades near the incision. If further information related to this event is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a loss of therapeutic effect. The patient was having to take pain pills at least twice a day. The patient didn't have to use to take the pain pills. The therapy issues started about 8 months prior to the report. The patient had an x-ray and the doctor told them that everything looked okay. The patient had not made any adjustments with their patient programmer because they were afraid to. The last time the patient went to their doctor they took x-rays and noted that the patient's spine had deteriorated. The patient usually turned their implantable neurostimulator (ins) off at night. The patient synced with their device and they were in group a on program 1 at 1.60 with a rate of 75 and the ins was on. The patient was able to feel stimulation but thought that the stimulation needed to be a little stronger. The patient increased their stimulation to 1.65v and thought that would work. The stimulation was on the patient's right side but they had always had pain on both sides of their back. The stimulation had been on both sides before. The patient had been on group a and had not changed that. The patient did not have another program in group a. The patient then noted that they felt stimulation on both sides. The patient wanted to increase their stimulation on the left side but didn't have that option on group a.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information indicated that the patient was still having concerns regarding her device or therapy but was working with her doctor or medtronic representative. It was stated that patient's concerns had not been resolved and that she was still having pain in the center of her upper back a little over from the incision. It was also stated that it was tender to the touch. It was stated that during the first visit to the doctor an x-ray was taken and everything was shown to be ok. The second visit was scheduled for (B)(6) 2013.